Event description:
When the catheter was connected to the pre-amp cable, the icp register on the mpm-1 screen was 25, and it could not be changed. A new catheter was used, and it functioned correctly. No patient injury was reported.